Event description:
It was reported that the patient developed brachiocephalic stenosis. The right ventricular (rv) lead and the right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.